Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Despite this device exceeding the expected longevity, the battery became exhausted within 6 months of the 1 year battery replacement window. This device was successfully replaced; however, it was discarded at the hospital facility. No additional adverse patient effects were reported.